Event description:
The cutter stopped cutting after several samples during a breast biopsy. The samples attained contained the needed califications, the probe was removed successfully and the case was completed with no pt consequence. It was noticed the dc motor adapter for the cutter was broken off in the cable for the st holster.

Manufacturer narrative:
H4: info not available, device not returned for analysis. 510(k) number is k99190.